Event description:
As reported in product complaint rec'd: "blood leak in reprocessed dialyzer resulting in patient blood loss, estimated blood loss 200 ml." Blood loss was due to discard of the extracorporeal circuit of blood and not the actual leak. The patient required no medical intervention. No labs are available. MDR filed due to blood loss reported. Facility called and complainant unavailable. Complaint dialyzer was found and disinfected.